Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital disposed the device.

Event description:
Rep reported when the 32 2mm glenosphere trial was impacted to the glenoid baseplate, the trial cracked. There were no unusual circumstances. We removed the trial from the set and used another instrument set for trialing.